Event description:
It was reported that decreased r-wave amplitude and an increase in capture threshold were observed due to lead dislodgement. The lead was revised. The patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.